Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and alarmed motor error. Customer's blood glucose was 212mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the reservoir compartment and the reservoir does not stay in the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack also, the motor home switch was found corroded. Unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm motor error and motion sensor test failure alarms due to blank display. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner and missing the end cap sticker. The insulin pump was returned without the battery cap unable to confirm damage.